Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified proximal right coronary artery. A 3x15mm trek balloon was being advanced to the lesion when resistance with the anatomy was noted, however, the balloon ultimately reached the lesion. The balloon was inflated once at 6 atmospheres when a pinhole rupture was noted. A 3x12mm trek balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.